Manufacturer narrative:
Date of event - aware date of (B)(6) 2023 used as event date is unknown. Implant date - estimated since unknown.

Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). On an unspecified date post index procedure, the patient experienced a cva. No further information on the status of the patient is available.